Manufacturer narrative:
On july 5, 2021, mentor became aware that the date of replacement surgery was june 21, 2021. Hence, following fields have been updated on this form: - is required intervention has been selected under section b; field b2. - fields d6b for explantation date have been updated to june 21, 2021. - field h6 health effect - impact code ¿device explantation¿ has been added. - field h6 type of investigation has been updated to "device not returned." Reason for device explant and/or reoperation: right rupture, and capsular contracture; baker grade unknown. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The type of device involved is unknown, and the gel brand name, common device name/procode values are being used for submission purposes only, and since rupture was reported. Catalog number (field d4) and PMA/ 510(k) number (g4) have been updated as well. A supplemental report will be submitted if clarifying information is received. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent revision reconstruction breast surgery with unknown implants, and experienced right side breast implant rupture, and capsular contracture; baker grade unknown postoperatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.